Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. A field action was initiated on 07-feb-2018 (product advisory notice was sent to all potentially impacted customers). All information reasonably known as of 30-jul-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as (B)(4). The device was not returned.

Event description:
Avanos medical, inc. Received a single report that referenced three different incidences, which were associated with separate units, involving three different events. This is the third of three reports. Refer to 8030647-2018-00459 for the first event. Refer to 8030647-2018-00460 for the second event. It was reported the catheter keeps popping off of the heat moisture exchanger (hme) ventilator circuit. This happened while using the connector tube, as well as without use of the connector tube. There was no reported patient injury.